Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The right atrial lead had high threshold, but it was stable. The device was explanted and replaced. The lead was being reused. The patient was discharged after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. Device image indicated that device was programmed to high field setting which the device output would adjust itself to accommodate the patient¿s needs for pacing and thus shorten the longevity of the device. Analysis was performed and did not find any anomalies.